Manufacturer narrative:
The reported event was confirmed as cause unknown. The sample was evaluated and the catheter was observed to be cut off. The surface was normal in appearance with the presence of a smooth and clear cut. The catheter shaft looks like it was cut by sharp tools i.e. Scissors that could cause the catheter split. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to cut. None of the conditions above were evident on the sample. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿(1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants(including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver coated catheter"

Event description:
It was reported that the catheter breakage was found after it fell out spontaneously.the fragment of the catheter in the urethra was removed by the endoscope.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter breakage was found after it fell out spontaneously. The fragment of the catheter in the urethra was removed by the endoscope.